Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level ranged from 142 to 210 mg/dl. Customer confirmed that cartridge would be changed and has pens and lantis available if needed for alternate insulin therapy.